Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported the patient had a cardioversion and did not have the appropriate protection protocols in place. Patient received service code 323 and cannot turn therapy on and cannot connect post-procedure. Premature ins depletion and a return of pain were reported. The cause was due to the cardioversion. The patient will meet with healthcare provider (hcp) to discuss replacement as the patient will require a new ins. The implant will be returned after replacement. The issue is ongoing and the rep noted they would submit any new information that becomes available.

Event description:
Additional information was received, it was reported the patient had cardioversion that damaged the implant.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- 2025-03-21 14:50:35 cst pli# 10 product ID# 977006 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.